Event description:
It was reported that a dexcom g7 sensor provided glucose readings in the dexcom app but failed to display readings on the ilet, with repeated pairing failures to the ilet; troubleshooting included verifying and reentering the pairing code and restarting through the app, after which readings appeared, consistent with an intermittent communication failure involving the antenna/electrical interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure and implicating the antenna within the electrical and magnetic system. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.